Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was admitted to the hospital due to an acute onset of right middle cerebral artery (mca) stroke due to left ventricular (lv) thrombus. The stroke resulted in long term deficits to the patient who was transferred to a skilled nursing facility. No additional adverse patient effects were reported.